Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: investigation revealed that the display was dim and discolored. A visual inspection of the pump revealed a crack in the battery compartment. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/30/2015.